Event description:
The customer reported that the system displayed a filament failure error, low ma error and a popping noise came from the c-arm. Also the anode has been getting warm a lot lately even with low dose, the foot pedal jumped off the ground then popped, and the system intermittently freezes.

Manufacturer narrative:
The ge service rep cleaned and greased the tube candle sticks. He removed the c-arm cover and tested battery with load resistance. During battery test, the battery was determined to be defective. The rep replaced the battery then cleaned and greased the hv tank candle sticks. The system is working as intended.